Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and a pacing issue: unwanted occurred. It was reported by the biosense webster inc. (Bwi) representative that after pulling the ablation catheter back to the right atrium after atrial fibrillation ablation, while pacing cs 9-10, the caller noted cs 9-10 and cs 1 were being paced. The bwi representative confirmed that pacing is routed through the recording system. The recording system settings were checked and were "fine". The pacing leads were not connected to the pacing ports. The account has quickpace ECG cards. It was a planned pacing and unwanted pacing occurred as they did not want channel 1 to be paced. The procedure was completed with the issue. They confirmed v7 software, 7.2., the full version number is unknown. The pacing issue ¿ unwanted is MDR reportable.

Manufacturer narrative:
The hardware investigation was completed on 24-oct-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and a pacing issue ¿ unwanted occurred. It was reported by the biosense webster inc. (Bwi) representative that after pulling the ablation catheter back to the right atrium after atrial fibrillation ablation, while pacing cs 9-10, the caller noted cs 9-10 and cs 1 were being paced. The bwi representative confirmed that pacing is routed through the recording system. The recording system settings were checked and were "fine". The pacing leads were not connected to the pacing ports. The account has quickpace ECG cards. It was a planned pacing and unwanted pacing occurred as they did not want channel 1 to be paced. The procedure was completed with the issue. They confirmed v7 software, 7.2., the full version number is unknown. Hardware investigation details: the reported issue was investigated by the device manufacturer. The data was requested for investigation, but no full data available to investigate this case. As a result, it was not possible to reproduce or analyze the issue. The root cause of the reported issue was not determined. The history of customer complaints reported during the last year associated with carto 3 system # 34298 was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the carto 3 system #34298, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).